Event description:
It was reported that the cassette was loading but not registering and the power port was loose. The event occurred during programming. There was no patient involvement. Device evaluation revealed a faulty downstream occlusion and latch/lock sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the downstream occlusion (dso) sensor and latch lock sensor were faulty. The dso sensor and latch lock sensor were both replaced to address this issue. The device then passed all testing.